Event description:
Customer states sides of walker swing out and no longer lock in place. Warranty#(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the sides of the 6291-a walker allegedly do not lock into place, they swing all the way around. No injury alleged. Device being replaced on warranty order #(B)(4).